Event description:
The customer reported an episode of hypertension in a patient that occurred in the initial 15 minutes of the treatment. The event took place during the week of (B)(6) 2013. Complaint reporter: (B)(6) rn. Issue started on week of (B)(6) 2013. Reported on (B)(4) 2013. The patient was a (B)(6) female with known cgd s/p bmt 40 days ago with acute gvhd inc gi involvement not responsive to csa, steroids, and campath. She has a history of hypertension secondary to gvhd medications. Because of the ecp, her medication which were potentially photosensitizing were changed to 7 and reportedly have been able to control the bp. Three times this week, each treatment had to be terminated after approximately 15 minutes due to elevated bp (diastolics of 100+) associated with headache and dizziness requiring anti-hypertensive medications. The bp is easily controlled and the symptoms resolve. The patient is not fluid overloaded, is not receiving a prime, has normal renal function and every 3 hour bp are otherwise reportedly normal. The patient is being treated with acda due to gi gvhd and bleeding. Customer contacted therakos medical affairs: hypertension has been reported in the past in association with renal disease or fluid overload and never, as in this case, in the first 10-20 minutes of the procedure when if anything the patient is slightly at a fluid loss and has only been exposed to saline and anticoagulant. The ecp team's plan is to hold the ecp for several days and try again after the weekend. I asked (B)(6) to let me know if the ptn's bp is stable over the next few days and what happens if they opt to re-treat. Other relevant information: this patient received 7 treatments up to day: 4 without any problem, the last 3 with these hypertension episodes. Associated procedural kit: not provided. Uvadex dose: none as the treatment were all stopped due to the high blood pressure.

Manufacturer narrative:
The patient experienced adverse events while treated with the device, since the patient received treatments to control the symptoms (increased bp) this should be considered as medical intervention. The event was not device related. (B)(4). The only medication reported that the patient was taking at the time of the incident was hydralazine. Other medications: unknown by reporter.